Event description:
Reporter alleged lancet will not go into place and is sticking out of the top of the device. It was stated when trying to put the lancet back into the device, it would not go in all the way. The MFR's evaluation dept confirmed the lancet was not retracting back into the device. Any actions taken or treatment received as a result were reportedly not provided. A request was made for the return of the suspect device and replacement product was sent.